Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. The lv lead was found to be dislodged. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
It was reported that the lead was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Event description:
It was reported that the patient experience phrenic nerve stimulation (pns) due to the dislodgement. Diagnostic imaging was performed and confirmed lv lead dislodgement. Lead revision was anticipated and the patient was in stable condition.